Manufacturer narrative:
Product was returned for evaluation. MDR decision changed. The return fields in oracle state: custom power wheelchairs. Wheels, wheel hub bent/broken. Frame, forks bent/damaged. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. User's manual review (1143155 rev. O, page 75) every six months, and as necessary, take your wheelchair to a qualified technician for a thorough inspection and servicing. Weekly, monthly and periodic inspections should be performed by user/attendant between the six month service inspections. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair. Refer to wheelchair base owner's manual for additional safety inspection and troubleshooting information.

Event description:
Dealer is requesting a mechanical repair estimate to replace the anti tip assembly, they are bent. Dealer has provided no information on how this happened. Return evaluation found that the forks are bent on the wheels and the wheel hub is bent/broken.